Manufacturer narrative:
UDI# provided. Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering found that the component that loads the clip into the jaw had sustained damage. This damage prevented the clip from being advanced into the jaws correctly which may have contributed to your experience with the device. Engineering attempted actuated the unit at different angles on tubing to replicate your experience of clips crossing over and was unsuccessful. The exact cause of the damage is unknown; however, this type of damage is consistent with what occurs when the device is placed through a trocar while a clip is present in the jaws. Applied medical's instructions for use (IFU) state to "not place the clip applier through the trocar if a clip is present in the jaws." The root cause of the scissoring experienced by the customer may have been the result of the application structure size or the location of the vessel within the clip, which prevented proper clip closure. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Update. Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering found that the component that loads the clip into the jaw had sustained damage. This damage prevented the clip from being advanced into the jaws correctly which may have contributed to your experience with the device. Engineering attempted to actuate the unit at different angles on tubing and was unable to replicate your experience of clips crossing over. The exact cause of the damage is unknown; however, the damage to internal components may have increased friction within the device resulting in improper clip loading. The root cause of the scissoring experienced by the customer may have been the result of the application structure size or the location of the vessel within the clip, which prevented proper clip closure. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Cholecystectomie - "during a cholecystectomy, the surgeon had big problems, using our (B)(4). Some of the clips crossed over, some didn't close properly. The handle was very hard to pull and no audible click was heard."